Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer number: 3006705815-2022-14951. It was reported that the patient experienced ineffective stimulation due to autoreducing. Diagnostics revealed impedance on one lead. In turn, surgery may occur later. It is unknown which lead has the impedance, therefore both leads are being reported.

Event description:
It was reported patient's lead were explanted and replaced, which address the issue.

Manufacturer narrative:
H10 - corrected data: h10 should have contained the following information: additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000102097.